Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level over 600 mg/dl. The customer reported the reservoir connection to the infusion set came apart. The customer had symptoms of a headache. The customer treated the high blood glucose level with the manual injection. The current blood glucose level was unknown. The customer did troubleshoot the issue. The customer did not require any medical assistance. The insulin pump will not be returned for analysis.